Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a representative (rep) stating this issue is now resolved. Patient was wondering why their stimulator would still die when turned off. Rep explained that the battery will last much longer when stimulation is off, but will deplete completely eventually. Rep offered to turn on cycling to help with a recharging burden, but patient declined because he prefers to use it with paresthesia as needed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was pt reported they have been having trouble with their 'implant'. Patient stated every time they finish using the implant and charge it so they can be ready for the next time, when they go back a day or so later, it is telling them the implant needs to be charged again. Agent walked patient through unlocking the controller - pt saw no device found. Patient reported the controller was at 'low' and the implant was in the red. Patient asked why the implant doesn't hold a charge. Agent reviewed with patient that the implant battery depletion is dependent on the settings and usage of the implant. Pt stated that they charge the ins to 100%, turn the stimulation off, and then the next day, the implant and controller are 0%. Agent recommended to follow up with hcp to further address ins battery depletion - pt disconnected the call. Rep replied and noted they would reach out to the patient.